Event description:
On 2/7/96, pt reportedly underwent total knee arthroplasty which included a modular femoral knee with stem extension. On 12/3/96, arthroscopic surgery was performed to retrieve the locking screw, which had reportedly loosened and dropped into the joint. All other components were left in place.